Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several battery error messages on the insulin pump. The customer also reported two occurrences of a replace battery now alarm without a low battery alert prior. A battery failed alarm was also found in the alarm history. The insulin pump passed a high pressure test during troubleshooting. The customer's blood glucose was unknown at the time of the event. The customer will be returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed unexpected battery power loss alarm, replace battery alarm and replace battery now alarm due to connector resistance (electronic board). Power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board after disconnecting and reconnecting the internal battery connector at electronic board 1. The insulin pump was monitored and functioned properly. Unit had minor scratched lcd window.